Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported that the trocar was damaged during a vitrectomy procedure with resulting leakage. The procedure was completed without any impact to the patient.

Manufacturer narrative:
No sample has been returned for evaluation; therefore, the condition of the product could not be verified. Photos of the trocar in use and the label were provided and have been reviewed by the manufacturing site. The photo of the label confirms the lot and product information that was reported. The photo of the product in use confirms that two of the three trocar are leaking. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are five additional complaints associated with the lot for the reported issue. The provided photo confirms that two of the trocar used in surgery were leaking. However, no sample was returned and the device history record review of the lot number provided indicated product was processed and released according to the product¿s acceptance criteria, therefore the exact root cause for the leaking trocar cannot be determined. The exact root cause for this complaint is unknown. Investigations have been completed and manufacturing process enhancements have been implemented in order to improve the performance of the valves. Complaints are reviewed and monitored at regular intervals to evaluate effectiveness of actions taken. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).